Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Product, lot, qty, similar device, UDI, 510(k) #. G9010001574, 0532806w, 2 , (B)(4) k031967; g869h021, unk, 1, (B)(4), k040962; g8115530, 0437574w, 1 , (B)(4), k030840; g9010001575, 0501032w, 2 , (B)(4), k031967; g9010001575, 0510576w, 2 , (B)(4), k031967; g9010001599, 0364047w, 1; g9010001599, 0489118w, 5; g9010001606, 0503417w, 6. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on an unknown date, post-op, an infection was alleged after l3/5 posterior lumbar interbody fusion surgery. Surgery for recovery was performed on (B)(6) 2017 to treat the infection. As the wound was very small, after washing, the implants were left and incision was closed. No patient complications were reported post revision surgery. No device malfunction was reported.